Event description:
The sales rep reported that during a knee surgery that his ultra aggressive blade plus micro hub, 4.0mm, was making a grinding noise and produced metal shavings in the patient's joint space. The sales rep reported that this was the device's first use and was part of a trial. The sales rep reported that the grinding noise happened immediately after being turned on and placed in the joint space. The surgeon used suction with a competitor's device to clean out the metal shavings. The surgeon completed the procedure with the competitor's device with no patient consequences or delay. No x-rays were done. The customer already discarded the device. The sales rep reported that all the debris was cleared from the patient joint space.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. A root cause cannot be determined for the reported failure. It cannot be determined if the failure occurred due to device or other contributing factors with associated devices. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rates for this failure mode, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee surgery that his ultra aggressive blade plus micro hub, 4.0mm, was making a grinding noise and produced metal shavings in the patient's joint space. The sales rep reported that this was the device's first use and was part of a trial. The sales rep reported that the grinding noise happened immediately after being turned on and placed in the joint space. The surgeon used suction with a competitor's device to clean out the metal shavings. The surgeon completed the procedure with the competitor's device with no patient consequences or delay. No x-rays were done. The customer already discarded the device. The sales rep reported that all the debris was cleared from the patient joint space.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.